Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of (490 mg/dl) the customer took a manual injection to stabilize bg level. The customer believed the old infusion set site that was applied earlier in the morning was not functioning properly. However, could not visibly confirm any damage. During the call with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended.

Manufacturer narrative:
(Serious injury).